Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: four photos received by our quality team for investigation. Upon visual evaluation, primary packaging can be seen and a syringe with a needle assembled on one of the sides is displayed. Unable to confirm failure reported from the images, physical samples are necessary to further analyze and conduct a thorough investigation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect. Based on the quality team's investigation, a root cause related to our manufacturing process cannot be identified at this time.

Event description:
It was reported that the bd syr 3ml 22ga 1-1/4in jpk/sil no assy ndl. Experienced leakage. The following information was provided by the initial reporter, translated from (B)(6) to english: in the alleged batch it was found one syringe that has a leakage in needle part, which was detected at the moment of drug aspiration. The customer decided to don't use the rest of syringes and complete its treatment by replacing them. Leakage at luer connection for unknown batch (may be 1159655 or 9048600);

Event description:
It was reported that the bd syr 3ml 22ga 1-1/4in jpk/sil no assy ndl. Experienced leakage. The following information was provided by the initial reporter, translated from spanish to english: in the alleged batch it was found one syringe that has a leakage in needle part, which was detected at the moment of drug aspiration. The customer decided to don't use the rest of syringes and complete its treatment by replacing them. Leakage at luer connection for unknown batch (may be 1159655 or 9048600).

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 07-dec-2022. H6: investigation summary four photos received by our quality team for investigation. Upon visual evaluation, primary packaging can be seen and a syringe with a needle assembled on one of the sides is displayed. Unable to confirm failure reported from the images. Additionally, two syringe samples received, the hub has slight superficial marks which are part of the process of molding the hub, it does not affect its functionality. Leak test was performed, no leakage observed, no other defects or issues observed. Adevice history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect. Based on the quality team's investigation, a root cause related to our manufacturing process cannot be identified at this time.